Manufacturer narrative:
(B)(4).

Event description:
An aneurx stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm. It was reported that the follow CT showed the patient has an aneurysm above the aneurx stent graft up to the right renal artery. The treated saccular aneurysm is gone. The physician stated the stent graft might have migrated and then the aneurysm happened and also stated the aortic neck might have elongated over time. There was no endoleak, just an aneurysm between the top of the aneurx and the renal arteries. The patient was treated with another manufacturer's fenestrated cuff and the event was resolved. No additional clinical sequelae were reported and the patient is fine.